Event description:
It was reported by the patient that their implantable pulse generator (ipg) "broke a couple of times". The ipg was explanted and replaced. It was further reported that the right ventricular (rv) lead malfunctioned. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.